Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an unexpected restart alarm after a battery change. It was reported that the alarm had occurred on three occasions. It was reported that the customer cannot access any menus, or conduct a rewind. It was reported that the customer was advised to contact their hospital for replacement. It was reported that the customer was also advised of obtaining a loaner pump. No further information provided.